Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and diagnostic hysteroscopy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure implant was inside right fallopian tube/failure to occlude (close) fallopian tube') in a 33-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, bloating, menses irregular, lower abdominal pain, dyspareunia and constipation. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 21 days after insertion of essure. In january 2015, the patient experienced pelvic pain ("pelvic pain"), nausea ("nausea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), pruritus ("rashes or skin conditions type: lower back itching"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and rash ("rashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and diagnostic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and pruritus outcome was unknown, the pelvic pain, nausea, migraine and abdominal pain was resolving and the rash had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the essure device was successfully occluded.. Pruritus, pelvic pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laproscopic bilateral salpingectomies and diagnostic hysteroscopy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure implant was inside right fallopian tube/failure to occlude (close) fallopian tube') in a 33-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, bloating, menses irregular, lower abdominal pain, dyspareunia and constipation. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 21 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), nausea ("nausea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), pruritus ("rashes or skin conditions type: lower back itching"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and rash ("rashes"). The patient was treated with surgery (laproscopic bilateral salpingectomies and diagnostic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and pruritus outcome was unknown, the pelvic pain, nausea, migraine and abdominal pain was resolving and the rash had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the essure device was successfully occluded. Pruritus, pelvic pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received : aka name added, reporter added, lot number added, patient demographic added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, lower back itching, migraines, nausea, rashes. Events outcome updated, events onset date, events severity , concomitant drug, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure implant was inside right fallopian tube/failure to occlude (close) fallopian tube') and genital haemorrhage ('genital abnormal bleeding') in a 33-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, bloating, menses irregular, lower abdominal pain, dyspareunia and constipation. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 21 days after insertion of essure. In (B)(6)2015, the patient experienced pelvic pain ("pelvic pain"), nausea ("nausea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), pruritus ("rashes or skin conditions type: lower back itching"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and diagnostic hysteroscopy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, pruritus and back pain outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, rash and dysmenorrhoea had resolved and the nausea and migraine was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: the essure device was successfully occluded. Bilateral occlusion. Pruritus, pelvic pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter information, lab data added. Event : dysmenorrhea (cramping) were added. Outcome of the event pelvic pain, abdominal pain, back pain, genital abnormal bleeding were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.